Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) -touchscreen was not responsive upon initial inspection. Cleaned the screen with ipa to remove residue and deposits. Found deposits around perimeter of touchscreen. After cleaning, console functioned within all specifications. Cleaned touchscreen. Customer was already sent a replacement unit. Repackage for refurbished stock. The DHR for the console s/n #(B)(4) was reviewed and showed that the console met the manufacturer's specifications when released and there were no issues related to the complaint.

Event description:
Wants to prime when I press options button, coag button not responsive, have to press hard on all other buttons to get them to respond.